Manufacturer narrative:
Analysis received the unit with intermittent button response due to corroded keypad traces. However, the unit passed rewind, basic occlusion, occlusing, prime, excessive no delivery and displacement tests. There was no button error alarm noted. There were no ramping numbers noted on the display. There were no traces of moisture were noted on the electronic or motor assemblies. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the buttons are not working correctly on the insulin pump. The customer's blood glucose was 237 mg/dl at the time of incident. The customer's wife stated the numbers are not ramping without input from user. The customer's wife states the scroll bar is moving without input from the user. The customer's wife was advised that the insulin pump will need to be replaced. The customer's wife was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.